Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and angina pectoris ('other injury(ies) or complication please describe: chest pain possible cardiovascular damage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gastroesophageal reflux disease on (B)(6) 2014, fibrocystic disease of breast on (B)(6) 2014, cholera, unspecified on (B)(6) 2014, hernia repair in 2002, atypical hemolytic uremic syndrome, mitral valve prolapse, menses regular with excessive bleeding, microangiopathy, ophthalmic migraine, unilateral vision loss and egg donor (surgical history egg donation; x5). Previously administered products included for birth control: nuvaring from 2000 to march 2008, micronor from (B)(6) 2008 to (B)(6) 2008, spermicide from february 2007 to (B)(6) 2008 and depo provera from 1999 to 2000. Concomitant products included allergens nos, calcium carbonate;ergocalciferol (calcium and vitamin d), colecalciferol (cholecalciferol), fexofenadine since 2012, nortriptyline from 2014 to 2018 and rifampicin (rifampin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease ("gastrointestinal or digestive system condition type: ibs(inflammatory bowel disease)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain / weight gain 25 lbs and dropped 20 lbs in the month after essure removal"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: increased topical allergy"). On (B)(6) 2017, the patient experienced chest pain ("chest pain"), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced angina pectoris (seriousness criterion medically significant), abdominal pain ("abdominal pain/chronic"), allergy to metals ("nickel allergy"), hypersensitivity ("systemic allergic responses"), cardiovascular disorder ("possible cardiovascular damage"), irritable bowel syndrome ("irritable bowel syndrome"), dermatitis atopic ("allergic or hypersensitivity reaction type: atopic dermatitis") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic with endometrial ablation by novasure, endometrial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammatory bowel disease, abdominal pain, dysmenorrhoea, allergy to metals, hypersensitivity, dermatitis contact, migraine, weight increased, irritable bowel syndrome and dermatitis atopic had resolved and the angina pectoris, cardiovascular disorder, dermatitis allergic and chest pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, angina pectoris, cardiovascular disorder, chest pain, dermatitis allergic, dermatitis atopic, dermatitis contact, dysmenorrhoea, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 131 lbs. Right side -4 trailing coils, left side- 2 trailing coils. Received treatment for- pelvic pain, abdominal pain, nickel allergy, rash, migraine, weight gain, gi condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case the following events were reported in medical record : allergy to metals,migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # # (B)(4) (medwatch 3500a MFR number 2951250-2020-10203) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and angina pectoris ('other injury(ies) or complication please describe: chest pain possible cardiovascular damage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gastroesophageal reflux disease on (B)(6) 2014, fibrocystic disease of breast on (B)(6) 2014, cholera, unspecified on (B)(6) 2014, hernia repair in 2002, atypical hemolytic uremic syndrome, mitral valve prolapse, menses regular with excessive bleeding, microangiopathy, ophthalmic migraine, unilateral vision loss and egg donor (surgical history egg donation; x5). Previously administered products included for birth control: nuvaring from 2000 to (B)(6) 2008, micronor from (B)(6) 2008 to (B)(6) 2008, spermicide from (B)(6) 2007 to (B)(6) 2008 and depo provera from 1999 to 2000. Concomitant products included allergens nos, calcium carbonate;ergocalciferol (calcium and vitamin d), colecalciferol (cholecalciferol), fexofenadine since 2012, nortriptyline from 2014 to 2018 and rifampicin (rifampin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease ("gastrointestinal or digestive system condition type: ibs(inflammatory bowel disease)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain / weight gain 25 lbs and dropped 20 lbs in the month after essure removal"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: increased topical allergy"). On (B)(6) 2017, the patient experienced chest pain ("chest pain"), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced angina pectoris (seriousness criterion medically significant), abdominal pain ("abdominal pain/chronic"), allergy to metals ("nickel allergy"), hypersensitivity ("systemic allergic responses"), cardiovascular disorder ("possible cardiovascular damage"), irritable bowel syndrome ("irritable bowel syndrome"), dermatitis atopic ("allergic or hypersensitivity reaction type: atopic dermatitis") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic with endometrial ablation by novasure, endometrial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammatory bowel disease, abdominal pain, dysmenorrhoea, allergy to metals, hypersensitivity, dermatitis contact, migraine, weight increased, irritable bowel syndrome and dermatitis atopic had resolved and the angina pectoris, cardiovascular disorder, dermatitis allergic and chest pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, angina pectoris, cardiovascular disorder, chest pain, dermatitis allergic, dermatitis atopic, dermatitis contact, dysmenorrhoea, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 131 lbs. Right side -4 trailing coils, left side- 2 trailing coils. Received treatment for- pelvic pain, abdominal pain, nickel allergy, rash, migraine, weight gain, gi condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case the following events were reported in medical record : allergy to metals, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and angina pectoris ('other injury(ies) or complication please describe: chest pain possible cardiovascular damage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6)2017, gastroesophageal reflux disease on (B)(6)2014, fibrocystic disease of breast on (B)(6)2014, cholera, unspecified on (B)(6)2014, hernia repair in 2002, atypical hemolytic uremic syndrome, mitral valve prolapse, menses regular with excessive bleeding, microangiopathy, ophthalmic migraine, unilateral vision loss and egg donor (surgical history egg donation; x5). Previously administered products included for birth control: nuvaring from 2000 to (B)(6)2008, micronor from (B)(6)2008 to (B)(6)2008, spermicide from (B)(6)2007 to (B)(6)2008 and depo provera from 1999 to 2000. Concomitant products included allergens nos, calcium carbonate;ergocalciferol (calcium and vitamin d), colecalciferol (cholecalciferol), fexofenadine since 2012, nortriptyline from 2014 to 2018 and rifampicin (rifampin). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease ("gastrointestinal or digestive system condition type: ibs(inflammatory bowel disease)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6)2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain / weight gain 25 lbs and dropped 20 lbs in the month after essure removal"). In (B)(6)2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: increased topical allergy"). On (B)(6)2017, the patient experienced chest pain ("chest pain"), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced angina pectoris (seriousness criterion medically significant), abdominal pain ("abdominal pain/chronic"), allergy to metals ("nickel allergy"), hypersensitivity ("systemic allergic responses"), cardiovascular disorder ("possible cardiovascular damage"), irritable bowel syndrome ("irritable bowel syndrome"), dermatitis atopic ("allergic or hypersensitivity reaction type: atopic dermatitis") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic with endometrial ablation by novasure, endometrial biopsy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, inflammatory bowel disease, abdominal pain, dysmenorrhoea, allergy to metals, hypersensitivity, dermatitis contact, migraine, weight increased, irritable bowel syndrome and dermatitis atopic had resolved and the angina pectoris, cardiovascular disorder, dermatitis allergic and chest pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, angina pectoris, cardiovascular disorder, chest pain, dermatitis allergic, dermatitis atopic, dermatitis contact, dysmenorrhoea, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 131 lbs. Right side -4 trailing coils, left side- 2 trailing coils. Received treatment for- pelvic pain, abdominal pain, nickel allergy, rash, migraine, weight gain, gi condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion,. Imaging procedure - on (B)(6)2008: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case the following events were reported in medical record : allergy to metals,migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received: added events chest pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), inflammatory bowel disease ('gastrointestinal or digestive system condition type: ibs(inflammatory bowel disease)') and angina pectoris ('other injury(ies) or complication please describe: chest pain possible cardiovascular damage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gastroesophageal reflux disease on (B)(6) 2014, fibrocystic disease of breast on (B)(6) 2014, cholera, unspecified on (B)(6) 2014, hernia repair in 2002, atypical hemolytic uremic syndrome, mitral valve prolapse, menses regular with excessive bleeding, microangiopathy, ophthalmic migraine, unilateral vision loss and egg donor (surgical history egg donation; x5). Previously administered products included for birth control: nuvaring from 2000 to (B)(6) 2008, micronor from (B)(6) 2008 to (B)(6) 2008, spermicide from (B)(6) 2007 to (B)(6) 2008 and depo provera from 1999 to 2000. Concomitant products included allergens nos, calcium carbonate;ergocalciferol (calcium and vitamin d), colecalciferol (cholecalciferol), fexofenadine since 2012, nortriptyline from 2014 to 2018 and rifampicin (rifampin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain / weight gain 25 lbs and dropped 20 lbs in the month after essure removal"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: increased topical allergy"). On an unknown date, the patient experienced angina pectoris (seriousness criterion medically significant), abdominal pain ("abdominal pain/chronic"), allergy to metals ("nickel allergy"), hypersensitivity ("systemic allergic responses"), cardiovascular disorder ("other injury(ies) or complication please describe:possible cardiovascular damage,"), irritable bowel syndrome ("irritable bowel syndrome"), dermatitis atopic ("allergic or hypersensitivity reaction type: atopic dermatitis") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic with endometrial ablation by novasure, endometrial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammatory bowel disease, abdominal pain, dysmenorrhoea, allergy to metals, hypersensitivity, dermatitis contact, migraine, weight increased, irritable bowel syndrome and dermatitis atopic had resolved and the angina pectoris, cardiovascular disorder and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, allergy to metals, angina pectoris, cardiovascular disorder, dermatitis allergic, dermatitis atopic, dermatitis contact, dysmenorrhoea, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 131 lbs. Right side -4 trailing coils, left side- 2 trailing coils. Received treatment for- pelvic pain, abdominal pain, nickel allergy, rash, migraine, weight gain, gi condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case the following events were reported in medical record : allergy to metals,migraine. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- new events "abdominal pain and rash/skin condition" added. Lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and inflammatory bowel disease ('gastrointestinal or digestive system condition type: ibs(inflammatory bowel disease)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gastroesophageal reflux disease on (B)(6) 2014, fibrocystic disease of breast on (B)(6) 2014, cholera, unspecified on (B)(6) 2014, hernia repair in 2002, atypical hemolytic uremic syndrome, mitral valve prolapse, menses regular with excessive bleeding, microangiopathy, ophthalmic migraine, vision loss and egg donor (surgical history egg donation; x5). Previously administered products included for birth control: nuvaring from 2000 to (B)(6) 2008, micronor from (B)(6) 2008 to (B)(6) 2008, spermicide from (B)(6) 2007 to (B)(6) 2008 and depo provera from 1999 to 2000. Concomitant products included allergens nos, calcium carbonate;ergocalciferol (calcium and vitamin d), cholecalciferol (cholecalciferol), fexofenadine since 2012, nortriptyline from 2014 to 2018 and rifampicin (rifampin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease (seriousness criterion medically significant), migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain / weight gain 25 lbs and dropped 20 lbs in the month after essure removal"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: increased topical allergy"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), chest pain ("other injury(ies) or complication please describe: chest pain possible cardiovascular damage"), cardiovascular disorder ("other injury(ies) or complication please describe:possible cardiovascular damage,"), hypersensitivity ("systemic allergic responses"), irritable bowel syndrome ("irritable bowel syndrome") and dermatitis atopic ("allergic or hypersensitivity reaction type: atopic dermatitis"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic with endometrial ablation by novasure, endometrial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammatory bowel disease, dermatitis contact, migraine, allergy to metals, dysmenorrhoea, weight increased, hypersensitivity, irritable bowel syndrome and dermatitis atopic had resolved and the chest pain and cardiovascular disorder outcome was unknown. The reporter considered allergy to metals, cardiovascular disorder, chest pain, dermatitis atopic, dermatitis contact, dysmenorrhoea, hypersensitivity, inflammatory bowel disease, irritable bowel syndrome, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Right side -4 trailing coils, left side- 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case the following events were reported in medical record : allergy to metals, migraine. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received- previously reported event ¿injury¿ updated to ¿gastrointestinal or digestive system condition type: ibs(inflammatory bowel disease)¿, events- ¿allergic or hypersensitivity reaction type: increased topical allergy, systemic allergic responses, migraines / headaches, nickel allergy, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome 2009 to 2018), other injury or complication please describe: chest pain, other injury or complication please describe: cardiovascular damage¿, concomitant and historical drug, medical history , reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.